Event description:
It was reported that a toric intraocular lens (iol) was explanted from a patient's right eye due to the lens dislocation. The event was indicated to be a patient issue attributed to the patient's specific anatomy. The replacement lens was another johnson & johnson lens of different model and diopter (za9003, 17.5d). No medical or surgical interventions required. The patient outcome status was reported as well. No further information was provided.

Manufacturer narrative:
Section a5, a6: unknown/ not provided. Asku. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 - this code was used for the reported (device decentered or dislocated & eye anatomy issue). Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: oct 9, 2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected revealing a scratch on one of the lens pieces. No further evaluation was performed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.